Event description:
It was reported to spacelabs healthcare that an xhibit central station was offline. There was no reported patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.